Event description:
A hospital in (B)(6) reported that during a procedure as the surgeon was attempting to place the 2.7 mm va screws he noted a strip of the titanium coming out of the screw holes as he was inserting the screws. The surgeon expressed concern about being unable to remove the screws in the future because of any fusion phenomenon. The surgeon indicated the 2.0 mm drill for va locking screws bends when pushing against the bone which can cause increases of the angle allowed by the va guide and a miss-match between the screw head and the hole threads. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.